Manufacturer narrative:
This is a follow up report.

Event description:
This is a follow up report. This report documents the results generated over the course of three months ((B)(6) 2011), where (B)(6) results were obtained for forty (40) patients. The customer did not specify the exact dates the results were generated on.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer complaint record, hbsag qc has been performing within the customer's established ranges. Specific qc data has not been supplied to date. Per the customer supplied documentation, routine system checks have been performed weekly and have been passing within instrument specifications from between (B)(6)-2011 to (B)(6)-2011. There was no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2122870-2011-06359, 2122870-2011-06361, 2122870-2011-06362, 2122870-2011-06363 2122870-2011-06364.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to sporadically obtaining false hepatitis b surface antigen (hbsag) results generated by the unicel dxi 800 access immunoassay system over the course of three (3) months; starting from (B)(6) 2011 through (B)(6) 2011. This report documents the results generated on (B)(6) 2011, where reproducible (B)(6) hbsag results were obtained for forty (40) patients. Upon confirmatory testing on the patient samples produced (B)(6) results. No false results were reported out of the laboratory. The customer did not provide any specific patient results of this event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.